Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient expired. No known cause or device issue was reported. There is no allegation from a healthcare professional that the death was device related.